Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia with the blood glucose of 50 mg/dl and was treated with carbs intake. Troubleshooting was performed and found that the device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged.  No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer complained on november 22, 2022 the insulin pump is over delivering and experiencing low bg, labeling anomaly and cosmetic damage on the insulin pump. Insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed delivery accuracy test at 0.0873 inches. No over delivery anomalies noted during testing. Insulin pump successfully downloaded to thus and carelink. Confirmed 82.4 insulin pumps of normal bolus was delivered on november 22, 2022 between 03:02:50.000 and 23:43:54.000. The electronic assemblies and motor assemblies were inspected and found moisture damage on the electrical board 1, electrical board 2, force sensor and motor home switch. Unable to do the force sensor and motor test due to moisture damage on the flex connector. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, cracked case, scratched lcd window (minor), scratched case, overlay scratched, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Insulin pump passed functional testing and no over delivery anomalies noted during testing. Unable to verify low bg's. Labeling anomaly was not confirmed during analysis. Cosmetic damage was confirmed on the insulin pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.